Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 500 mg/dl. Prior to the ER the mother was on the phone with their doctor, who gave her instructions for treatment. At the ER they treated the patient with a intravenous (IV) of zofran for vomiting and diagnostic tests. The pod was worn between 4 and 24 hours on the arm and the cannula was reported dislodged. The ketones were at 5.3 and the patient was discharged after 3 hours.